Event description:
The lay user/pt called lifescan (lfs) in 2005 and alleged that her meter would not power on. The medical affairs specialist spoke to the pt and obtained/verified the following info. The pt stated that the last day she was able to test was the previous day. She reported that she takes amaryl once a day, lantus insulin in the evening, and novolin insulin (1 unit if blood glucose is between 180 to 200 mg/dl) before meals. The next day, she reported feeling shaky and sweaty. She drank orange juice and apple juice and felt better afterwards. The pt stated that she had never replaced the battery and it was over 1 year old. She replaced it after disconnecting the call with lfs and the meter is now working. It is unk if the pt uses the meter to determine treatment and the meter issue was resolved with troubleshooting. However, the pt was unable to obtain an actionable glucose result due to the power issue and she eventually experienced symptoms of hypoglycemia, for which she self-treated; so this case is being reported as an adverse event.